Event description:
A talent stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the aortic bifurcation was described as tortuous. It was reported that the delivery system could not be advanced to access the aneurysm. The delivery system was removed and a 22 fr sheath was inserted and advanced through the vasculature. A second attempt to insert the delivery system was made; however, the device would not advance and kinked. The device was removed from the patient and the procedure was successfully completed using a 28 mm diameter aneurx stent graft system. No clinical sequelae were reported and the patient is fine. The delivery system was returned to medtronic and its evaluation is pending.

Manufacturer narrative:
Evaluation:results: tortuous aortic bifurcation. Evaluation:, conclusion: tortuous aortic bifurcation. Required secondary intervention.